Event description:
Revision surgery - the patient fell and dislocated in the humeral socket.

Manufacturer narrative:
The reason for this revision surgery was the patient dislocated their shoulder. The length of time in-vivo is unknown since no original surgery date was provided or determined. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records and investigation history was not conducted since a lot number was not provided or could be established for the original surgery. Multiple searches of the patient database could not confirm a part/lot number or any information identifying the date of the original surgery. The root cause for the patient dislocating their shoulder was reported as a fall. This event is deemed to be non-product related and is attributable to patient trauma. There are no indications of a product or process issue affecting implant safety or effectiveness.